Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while the surgeon was clipping the stoma, the surgeon was able to press the green button and squeeze the handle but the device was not able to fire. A new device was used to complete the case. There was no injury.